Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens (iol) was explanted from patient's left eye (os) due to dysphotopsia. Patient experienced blurry visual acuity and halos. There was no patient injury, a vitrectomy was performed. Patient was doing well post-surgery. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.